Event description:
Additional information was received that the valve infolded upon the second deployment. The second valve (j156551) was successfully implanted. Per the physician, the patient's annular calcification and bicsupid valve contributed to the infold.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon dilatation was performed due to patient's bicuspid native aortic valve. The valve was attempted to be deployed two times and was recaptured once as the valve appeared under expanded. Subsequently a second valve was used but the same issues occurred. No valves were implanted. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: f591469); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-34 (lot: 0011764906); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-34 (lot: 0012174628); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the first valve was recaptured the first time due to the implant depth being too deep. It was further reported that the second valve did not have expansion issues or an infold. No adverse patient effects were reported.